Manufacturer narrative:
Investigation evaluation: the 2 devices said to be involved were returned in an open tray with 2 pieces of lid stock from the lot number provided in the report. The labels match the devices returned. Our laboratory evaluation of the devices said to be involved confirmed the report. Four catheters were provided in the return. Therefore, while all components have been returned, it cannot be discerned which 2 catheters were originally with which handle. Therefore, all 4 catheters were tested with both handles. Catheters #1 and #2 did not exhibit any signs of use (no kinks, discoloration, or powder noted within). Catheters #3 and #4 were not kinked, however powder build up was noted within both of the clear catheters and discoloration noted within them. Device #1: the device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A small amount of residual powder was noted within the device nozzle and on the exterior of the device. The device was tested as returned and sprayed as intended. Returned catheters #1 and #2 were tested with the device respectively, and both allowed powder to spray through as intended without issue. Catheter #3 was tested and initially, when attempting to spray, powder was observed exiting the nozzle and moving through the catheter until reaching the accumulated powder at the within the catheter confirming the catheter has become occluded; but, then with a small 'pop' sound the occlusion cleared and powder began to spray through as intended. Catheter #4 was attached, when attempting to spray, powder was observed exiting the nozzle and moving through the catheter until reaching the accumulated powder at the distal end of the catheter confirming the catheter has become occluded. The co2 cartridge audibly discharged when deactivated and was fully punctured. The foam insert was present and correctly oriented inside the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. However, it was noted that the lance has become able to be moved side to side, this is likely due to the back of the lance breaking under the pressure of the co2 discharging during deactivation following testing. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device #2: the device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. A small amount of residual powder was noted within the device nozzle. The co2 cartridge was fully punctured. The foam insert was present and correctly oriented inside the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The device was tested as with a new activation knob and co2 cartridge and sprayed as intended. Returned catheters #1, #2, and #3 were tested with the device respectively, and both allowed powder to spray through as intended without issue. Catheter #4 was attached, when attempting to spray, powder was observed exiting the nozzle and moving through the catheter until reaching the accumulated powder at the distal end of the catheter confirming the catheter has become occluded. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned devices confirmed the report. While both of the devices were able to spray powder as intended without catheters attached and with the catheters #1 and #2 which appeared unused, powder was not able to pass through the used and discolored catheters #3 and #4 when they were attached initially. Catheter #3 did clear during testing, however the initial occlusion is believed to reflect the difficulty experienced by the user. The occluded catheters are the most likely reason for the reported difficulty spraying. However, the cause of the occlusions were not able to be determined as the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Manufacturer narrative:
Investigation evaluation: the 2 devices said to be involved were returned in an open tray with 2 pieces of lid stock from the lot number provided in the report. The labels match the devices returned. Our laboratory evaluation of the devices said to be involved confirmed the report. Four catheters were provided in the return. Therefore, while all components have been returned, it cannot be discerned which 2 catheters were originally with which handle. Therefore, all 4 catheters were tested with both handles. Catheters #1 and #2 did not exhibit any signs of use (no kinks, discoloration, or powder noted within). Catheters #3 and #4 were not kinked, however powder build up was noted within both of the clear catheters and discoloration noted within them. Device #1: the device was returned with the on/off switch in the "off" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. A small amount of residual powder was noted within the device nozzle and on the exterior of the device. The device was tested as returned and sprayed as intended. Returned catheters #1 and #2 were tested with the device respectively, and both allowed powder to spray through as intended without issue. Catheter #3 was tested and initially, when attempting to spray, powder was observed exiting the nozzle and moving through the catheter until reaching the accumulated powder at the within the catheter confirming the catheter has become occluded; but, then with a small 'pop' sound the occlusion cleared and powder began to spray through as intended. Catheter #4 was attached, when attempting to spray, powder was observed exiting the nozzle and moving through the catheter until reaching the accumulated powder at the distal end of the catheter confirming the catheter has become occluded. The co2 cartridge audibly discharged when deactivated and was fully punctured. The foam insert was present and correctly oriented inside the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. However, it was noted that the lance has become able to be moved side to side, this is likely due to the back of the lance breaking under the pressure of the co2 discharging during deactivation following testing. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. Device #2: the device was returned with the on/off switch in the "off" position. The red activation knob was disengaged in the handle indicating deactivation of the carbon dioxide (co2) cartridge. A small amount of residual powder was noted within the device nozzle. The co2 cartridge was fully punctured. The foam insert was present and correctly oriented inside the device. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. The device was tested as with a new activation knob and co2 cartridge and sprayed as intended. Returned catheters #1, #2, and #3 were tested with the device respectively, and both allowed powder to spray through as intended without issue. Catheter #4 was attached, when attempting to spray, powder was observed exiting the nozzle and moving through the catheter until reaching the accumulated powder at the distal end of the catheter confirming the catheter has become occluded. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the returned devices confirmed the report. While both of the devices were able to spray powder as intended without catheters attached and with the catheters #1 and #2 which appeared unused, powder was not able to pass through the used and discolored catheters #3 and #4 when they were attached initially. Catheter #3 did clear during testing, however the initial occlusion is believed to reflect the difficulty experienced by the user. The occluded catheters are the most likely reason for the reported difficulty spraying. However, the cause of the occlusions were not able to be determined as the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Catheter occlusion/clogging can be related to the handling of the device during the procedure. To assist the user, the instructions for use state the following: "precaution: to avoid catheter occlusion, do not place catheter directly in contact with blood and/or mucosa, including any pooled blood and do not aspirate blood while catheter is in accessory channel." Additionally, catheter occlusion/clogging can occur if the red catheter hub is not occluded during advancement into the scope. The instructions for use state the following: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." The instructions for use state the following: "do not test device prior to insertion into endoscope accessory channel as this may increase risk of catheter occlusion." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure to treat a gi bleed, the physician used two (2) cook hemospray endoscopic hemostats. It was reported that once the device was in the patient, it would not spray. A section of the device did not remain inside the patient¿s body. The procedure was successfully completed with a clip and apc [argon plasma coagulation]. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.